Event description:
It was reported that the 9900 system had an error message and certain positions showed no image on the monitor during a procedure. The 9900 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative pefrormed an on site investigation. The receiver cable and transmitter cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.